Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels decreased to 12 mg/dl while wearing the pod between 1 and 4 hours. Symptoms reported include hypoglycemia and the patient was unconscious. Once the paramedics had arrived the patient was given narcan in addition to sugar. Upon arrival at the hospital the patients blood glucose level had increased to between 150 mg/dl - 200 mg/dl. In addition the patients blood pressure was reported as slightly high. The patient was released from the hospital after 1 hour. It should be noted the patient has prostate cancer in which is unrelated to this event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels decreased to 12 mg/dl while wearing the pod between 1 and 4 hours. Symptoms reported include hypoglycemia and the patient was unconscious. Once the paramedics had arrived the patient was given narcan in addition to sugar. Upon arrival at the hospital the patients blood glucose level had increased to between 150 mg/dl - 200 mg/dl. In addition the patients blood pressure was reported as slightly high. The patient was released from the hospital after 1 hour. It should be noted the patient has prostate cancer in which is unrelated to this event.